Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the forceps could not be inserted into the instrument channel of the gastrointestinal videoscope due to damage to the channel. There was no patient involvement.